Manufacturer narrative:
The investigation has been completed. Pump stop: clinical details report that on 18/mar/2025, a pump stop occurred. The pump was unable to be restarted, so it was explanted. Data logs were reviewed and there were actually several temporary high motor current pump stops prior to the reported stop. Data logs showed the first stop to occur on 17/mar/2025. At this time, the mc spiked to 1451 ma, and there was a slight spike up in purge pressure that continued to trend up for the following 6 hours until a high purge pressure alarm triggered. The pump was able to be restarted, but there continued to be many spikes in the motor current for the rest of the case, sometimes causing temporary pump stops, depending on the duration of the spike. On the 18th, the pump stopped in similar fashion, was able to restart, but stopped again after less than a minute and was disconnected. Returned product was investigated, and when connected to a console and attempted to run, high purge pressure and a high motor current pump stop reproduced. When visually inspecting, evidence of bearing wear was seen, as the gap between the motor housing sleeve bearing and impeller was enlarged. The pump was sent out for CT scans, which showed that the motor shaft/ball bearing inner race had slipped away from the ball bearing outer race, and all the balls were floating freely. Finally, there was noted to be an uneven wear pattern on the peek retainer of the ball bearing. Based on the data log review and returned product showing bearing wear, the root cause of the pump stop was determined to be bearing wear. The reported pump stop occurred on the 4th day of impella support. Temporary pump stop: as mentioned above, investigation of data logs found that there was an unreported temporary pump stop on 17/mar/2025. For that reason, and additional failure mode was added. Per the investigation above, the cause of the temporary pump stop was determined to be due to bearing wear. The temporary pump stop occurred on the 3rd day of impella support. High purge pressure: clinical details report that a high purge pressure alarm triggered on 17/mar/2025. The purge cassette was replaced but didn't help, and tpa was added to the purge, but it's unknown if this resolved the issue. Data logs were reviewed and the high purge pressure alarm was confirmed on the reported date. At the time of the first high motor current temporary pump stop, purge pressure began to rise for 6 hours before triggering a high purge pressure alarm. It remained elevated for 22 hours before stepping down back to ~600 mmhg. Fluctuations in the purge pressure for the rest of the case aligned with motor current spikes. Returned product was investigated and the only visual abnormality was the noted bearing wear. A window was cut in the catheter just proximal to the motor housing, and no blood ingress was noted. The pump was connected to a console and purged overnight, and high purge pressure reproduced. It resolved when cutting the catheter in the same location as the window. When the pump was sent out for CT scan, the imaging showed the motor shaft/magnet to have slipped up, contacting the bottom of the sleeve bearing. This suggests that when the bearing wear occurred, this blockage of the purge fluid flow path out of the motor housing caused the high purge pressure. Based on the high purge pressure aligning with the initial motor current spike in data logs and returned product reproducing the issue and with the motor magnet contacting the sleeve bearing, the high purge pressure was determined to most likely be due to bearing wear. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant reported that they encountered high purge pressure and a pump stop. The purge system was changed independently without success. Recommendation was given to monitor the motor current and to change the pump. Lysis therapy was also discussed and the protocol was forwarded. However, the motor current became high and the pump suddenly stopped. The pump was unable to be restarted and the patient remained stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.2 age should have been left blank on the initial manufacturer device report number 1220648-2025-27429 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2025-27429 as it is unknown. E.1 revised facility name as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-27429. G.1 revised MDR reporting contact email as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-27429. H.6 codes 4118, 3221 and 4315 were reported incorrectly on the initial manufacturer device report number 1220648-2025-27429. New codes were added. H.10 the instructions for use were entered incorrectly on the initial manufacturer device report number 1220648-2025-27429 and wer revised.